Event description:
There is indication the device powered off by itself after switching from ac power to dc power without sounding an audible alarm tone. The report stated, "while staff were performing routine power change over for generator tesing, the IV pump lost its power. All settings were lost and the batttery did not engage as a backup. The battery had been replaced this year." An unspecified channel of the device was programmed to deliver an unspecified dose of levophed and the delivery was started. No specific programming parameters were provided. When ac power was interrupted during generator testing at the user facility, the display of the device "flashed" and the device lost power without sounding an audible alarm tone. All programmed settings were lost. The nurse was at the bedside when the event occurred. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required.